Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable, device not returned for analysis. Risk management assistant advised that the account policy is to retained the device. If at a later date patient inquires about the event or request device testing the device would be released. The patient would be instructed to communicated directly with the device manufacturer.